Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Blood glucose ranged from 100-150 (mg/dl). Reportedly, the customer performed a supply change and resumed insulin delivery to resolve the alarms.